Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016, intra-op, the product broke during the operation in the patient's spine. The surgeon succeeded in removing the broken extremity. The product came in contact with the patient. No fragment remained in the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during disc removal, higher part of the ¿jaw¿ of the tooth pituitary broke. The small part of the jaw was removed from the patient body with small pliers. There were no patient complications and patient is well post op.

Manufacturer narrative:
Product analysis :the upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture. The morphology of the fracture suggests the direction of fracture. Conclusion: the location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.